Event description:
Healthcare professional reported a xen® gts "failure to implant stent due to significant ocular hemorrhage" during implantation in left eye.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. No atypical observations were made to the needle. A functionality test was performed. During the functionality test, smooth operation of the slider knob was observed, the slider knob was able to travel the entire distance, the needle moved in tandem with the slider knob in each of the three bevel selector positions, and smooth actuation was observed in each angle, which meets the expected results for a functionality test. A visual evaluation of the stent was performed. The stent was observed to be intact with flush parallel ends and no damage was observed. The stent appeared to have an amber color. No extraneous matter, obstruction, or occlusion was present. The stent was measured to be 5.791 mm in length which is within the expected result of a stent length of 6.0 +/- 0.2 millimeters. Based on the measured stent length, and since no damage was observed to the stent, it was determined that the full stent was returned. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.